Manufacturer narrative:
The device was evaluated and interference was observed between components which prevented the device from firing at all. The instrument was returned with a full complement of staples.

Event description:
The device was used during an unspecified procedure. Reportedly, the instrument misfired. The hospital has reported no pt injury occurred.